Event description:
Customer reports that she obtained a result on her device of 165mg/dl while the hospital device read lo. No other information regarding this incident was provided. Customer also reports that she tested 297mg/dl at 8:00am and took 6 units of novalog. She reports that she passed out sometime around 9:30am. She was given an IV by the paramedics. No quality controls were used. Requested return of suspect device and replacement was sent.